Event description:
Overdelivery reported. An omniflow pump was set to infuse dopamine in an unspecified concentration at 4ml/hr via line d. The risk mgr reports that "after approx 5 to 6 hrs a nurse noted that 300ml had infused which exceeded the expected amount." It was not known if there were 300ml gone from the IV container or if the pump registered delivery of 300ml. The expected delivered amount would be 20ml to 24ml. The nurse reported having to start a lidocaine drip, however the risk mgr states the pt had reportedly experienced episodes of ventricular tachycardia throughout his admission and had been on and off lidocaine prior to this incident. The IV cassette/tubing was switched out and the same pump reportedly infused correctly with the new set. The pt did not experience any adverse sequelae.

Manufacturer narrative:
The pump and the pump set involved in the incident were returned for eval. The pump and pump set were tested independently and together as a system. When the pump was tested with a new pump set, the pump was found to deliver within specification. Additionally, when the pump set was tested with a pump from the testing facility lab, the delivery was determined to be within specification. Testing of the pump in conjunction with the pump set returned from the facility confirmed slight (1-2% out of specification) overdelivery. The cause for the slight overdelivery observed during system testing could not be directly determined, however, the pump was found to be out of calibration. The magnitude of the reported overdelivery could not be confirmed.